Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an otology surgical procedure, it was observed that the attachment device was heating up after a small amount of time running. There was a ten-minute delay to the surgical procedure. An identical spare device was available for use and the surgical procedure was completed successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.